Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as red pimples all over back. There was no alleged device malfunction contributing to the reaction. The patient¿s physician prescribed cortisone ointment for the reaction. Follow up indicated that the reaction improved.